Manufacturer narrative:
The device was returned to bmc for investigation, which resulted in the following: 1. The device is running normally. No burning smell can be detected at the air outlet, but perfume or aromatherapy smell can be detected. 2. After disassembling the device, the whole device and gas path components do not smell the burning smell, but can smell the perfume or aromatherapy smell. At the same time, it is found that this device uses filter that is not provided by the manufacturer, and the size is not appropriate. As a result, the filter and the filter box do not match to achieve the expected sealing effect of the device, and the internal dirt and dust of the anti-friction box are found. Therefore, the sources of burning odor feedback from customers may have the following two possibilities: (1) odor caused by cleaning agent residue or introduced by external environment; (2) odor introduced by the use of filter cotton not provided by the manufacturer; the manufacturer has warning information about the misuse of accessories: the luna g3 bpap user manual also provides warnings." To ensure that you receive the safe, effective therapy prescribed for you, use only the manufacturer accessories."

Event description:
React health received a complaint from a durable medical equipment provider stating that a device had a burning smell. There was no patient harm or injury reported.the manufacturer has received the device and investigated.